Event description:
It was reported that a vns patient's initial interrogation revealed that she was not programmed at the correct settings. The reporter indicated that prior to this office visit, the patient's leg started shaking for 5 minutes, and the patient's treating neurologist had attributed this to the patient not being at the correct settings. Good faith attempts for additional information are in progress.